Event description:
Device malfunction: difficult to remove. Time of malfunction: during vessel closure. Symptoms/ae: delayed hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, after clip deployment, the device could not be removed from the patient anatomy. The access ports were used to successfully remove the device. Delayed hemostasis was achieved with the device and pressure was held for 5 to 10 minutes. There were no adverse patient effects reported. Though requested, no additional information was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.